Event description:
The event occurred in china. It was reported that during the use of the rotaflow device, the screen displayed the error message ¿head error¿. The pump stopped when the speed exceeded 1000 rpm (revolutions per minute). The machine was shut down and was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange during use and the reported failure ¿head error¿ could lead to the pump stop during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during the use of the rotaflow device, the screen displayed the error message ¿head error¿. The pump stopped when the speed exceeded 1000 rpm (revolutions per minute). The machine was shut down and was replaced with another device with no consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use and the reported failure ¿head error¿ could lead to the pump stop during treatment a report is required. The patient data was not shared by customer. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge service technician and the reported "head error" could be confirmed on the rfc and rfd. The rotaflow console and drive has been repaired by a third party company, therefore no service order could be provided. Based on these investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on 2005-02-13 and during the period of 2022-06-14 to 2025-02-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2022-06-14. Rotaflow drive: the review of the non-conformities was performed on 2005-02-13 and during the period of 2022-07-12 to 2025-02-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2022-07-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.